Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was completed due to calcification and for it being standard for the implanting physician. The valve was then positioned and deployed at the target implant depth of 3 millimeter's (mm) . During the first deployment, an infold was noted. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve, delivery catheter system (dcs), and compression loading system (cls) were then utilized to complete the procedure. Due to the infold, a 5 minute procedural delay occurred. Per the physician, the patients calcified anatomy contributed to the valve infold.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012685680); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012830057); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.